Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the pump had a (quiet sounds) audio tone issue. The patient had a blood glucose less than 40 mg/dl with profuse sweating and an unsteady gait, and sought treatment at the emergency room. Patient received a glucagon injection and food/drink as treatment. Patient discontinued pump use. This complaint is being reported as the audio tone issue was not resolved and the patient experienced hypoglycemia.